Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure. The patient presented with chest pain. Angiography revealed an occlusion of the left circumflex (lcx) artery. A taxus express2 paclitaxel-eluting coronary stent 2.75x16mm was implanted in the left anterior descending (lad) artery. The patient was instructed to and did take plavix for at least twelve months post-procedure. At an unspecified time frame post-procedure, the patient suffered a mi reportedly due to in-stent thrombosis of the lad at the previously placed taxus stent. The patient underwent angiography and further stenting was performed. No further patient complications were reported.